Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to be pregnant and to have experienced sensor glucose versus blood glucose differences with low predict alert. Customer's sensor glucose was 90 or 92 and blood glucose was 50 mg/dl to 55 mg/dl. Customer declined troubleshooting. Customer was advised on proper calibration techniques. Customer was advised to monitor sensor performance.